Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery went from 35% to 5% in 40 minutes. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue using the pump as insulin therapy.